Event description:
Customer was hospitalized for high blood sugar levels. The customer had been experiencing high blood glucoses many days prior to the event. Family member stated that the md believes it could be the pump, but the family member stated that the pump is functioning properly.